Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient's ins was replaced. The patient stated he had it replaced because the battery could not get rebooted. The patient stated he could not charge it up anymore. No further complications were reported. No patient symptoms were reported.